Event description:
On (B)(6) 2026, a patient was prepped for a thrombectomy and atherectomy procedure using the rotarex device. It was reported that during preparation when attempting to flush catheter the device allegedly wasnt working properly and device came broken out of packaging. There was no patient involvement was reported.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for a thrombectomy and atherectomy procedure using the rotarex device. It was reported that during preparation when attempting to flush catheter, the device allegedly was not working properly, and device came broken out of packaging. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation, a catheter was received. The helix was found broken in the handle window. The water / saline in the handle window indicates that the catheter has been flushed; therefore, the catheter ran without a guide wire. A clear root cause could not be identified but a break like this indicates a user error. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (mcw; dqx), g3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.